Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the device, with blood glucose measured at 62 mg/dl and subsequently 54 mg/dl, and initially announced a meal before treating the low; troubleshooting and education were provided advising treatment of the low prior to meal announcement, and the user¿s fiancé was present. Symptoms included low blood glucose. Outcomes included the use of oral glucose tablets and self-monitoring, with the user planning to call back if further assistance was needed. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device malfunction and user technique contributing to the event. It was concluded that the event was consistent with hypoglycemia of unclear cause with use error related to timing of carbohydrate treatment and meal announcement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.